Event description:
Reporter alleged blood glucose results of 411 mg/dl and 179 mg/dl when testing was performed back-to-back on the aviva system. The reporter stated that the customer had no symptoms; customer took usual dose of 14 units nph insulin. No serious adverse event was reported in connection with the alleged malfunction. The suspect device was unavailable for return; replacement product was sent.